Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that the customer experienced an issue with 8 mm cadiere forceps instrument. Intuitive surgical inc., (isi) followed up with the initial reporter; however, additional information could not be provided regarding event details. It was stated that there were no reports of patient injury.